Event description:
It was reported that the patient was experiencing a slight increase in seizures (below pre-vns baseline), she can no longer feel stimulation, and her voice does not change like it used to with stimulation. The magnet still aborts seizures, however. Diagnostics resulted in dc/dc code = 0. Based on the information received, a short circuit condition is suspected with the lead. No patient manipulation or trauma is suspected, but the patient has been under a lot of stress lately. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.